Event description:
It was reported that during a laparoscopic gastric bypass procedure, the event occured during second firing on gastric pouch creation using the device with a blue reload. After one third of firing sequence, the surgeon noticed an unusual sound of the powered echelon motor. He reported that the sound got deeper and the knife advanced slower than usual. In the last third of the sequence it was all good again. Inspecting the staple line he noticed that there was a hole in the right staple line (right side of the knife). The left side (pouch side) was all ok. As I was told, there was no gastric tube in the stomach at the moment of stapling. The surgeon closed the hole with pds 2-0 and continued the procedure with the same stapler without any further issues reported. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results showed that the ecr60b cartridge reload was received fully fire and with a damaged on the cartridge deck, as if it was clamped over a hard object. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.